Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the patient's scs trial surgery, the patient was very stenotic and physician was unable to advance the lead to the correct position. The patient experienced discomfort during the trial procedure. The physician aborted the trial.